Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to: paraplegia w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of a descending aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system. Reportedly, the procedure went well. At the time of return to the room, no paralysis was noted in the lower limbs; however, during the night on the day of surgery, paraplegia was confirmed after the patient's blood pressure dropped. It was reported that spinal drainage and hyperbaric therapy were performed, and steroid was administered, but no improvement was confirmed at this time. According to the physician, during the procedure, there was a period of time when blood pressure was low, but later recovered. However, when the patient's blood pressure dropped during the night on the day of surgery, it could not be elevated, and paraplegia appeared afterward. It is unclear whether the paralysis developed because the blood pressure could not be maintained, or whether a spinal shock-like state resulted in paralysis, which in turn resulted in the inability to maintain blood pressure. Due to the location of the aneurysm, it is possible that the device covered adamkiewicz.